Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer pocket was showing error message of read, write or invalid cubie memory. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had read, write, or invalid cubie memory errors. The field service engineer (fse) found that main drawer 2.2 had read/write errors. The station was powered down, all cubies were removed, and the row board cable was replaced. All cubies were reinstalled, the station was powered back up, and firmware was run in the hardware test application. The system functioned as intended after the field service engineer repaired the device.